Manufacturer narrative:
(B)(4). The device has not yet been received by baxter personnel. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a channel error. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel error indicating manual release of tube was not confirmed during product evaluation. The quality engineer has not determined the cause. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release. The software version is 7.22.00.